Event description:
It was reported that during a l.a.v.h. Procedure, the device broke in two pieces while puling the device out. The piece that broke off fell into the pt. The piece was retrieved. This occurred at the end of the procedure. The case was completed with no pt consequence.